Event description:
The technician alleged the brakes would not hold. No patient impact.

Manufacturer narrative:
The technician found the brake caster supports are broken. The technician replaced the brake caster supports to resolve the issue.